Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed itchy skin while wearing the lifevest. The patient reported that he would be asking his cardiologist for recommendations during a doctor's visit. Follow-up indicated that the skin irritation was gone and the patient had been using unscented lotion and cortisone. It is unclear if the patient received medical intervention for the reported skin condition.